Manufacturer narrative:
User error identified as root cause. Saline leaked inside incubator. Product labeling states "do not pour liquid over the instrument." (Mts incubator user's guide 2004-06-30 p.9) assistance provided to the customer over the phone has resolved the issue. Instrument has been removed from service and disposed by customer.

Event description:
The customer indicated that the incubator generated smoke. The customer had a 3 gallon container of saline above the incubator. The saline leaked inside the incubator and melted the circuit board inside causing smoke to generate from the inside. No fire or shock reported as a result of this incident. No death or serious injury was reported.